Manufacturer narrative:
It was reported that the product did not exit the guideliner. The physician stated that the stent caught on the guideliner edge. The lesion was approximately 80% stenosed and predilated. It was reported that force was applied but the remainder of the stent never made it out of the guideliner. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent was intended to be used to treat a lesion in a moderately calcified lesion in the proximal left main coronary artery. No damage was noted to packaging. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. The device never reached the lesion. There was difficulty encountered when trying to pass the resolute onyx through a guideliner to the lm lesion. It was reported that the stent edge caught on the space between the end of the guideliner and the guide catheter. It was possible to pass the guideliner, then the stent got stuck. There were difficulties removing the device due to interaction with the guideliner. There was resistance when retrieving the stent and the delivery system. When the resolute onyx was removed, deformation to the stent was noted. The physician indicated that it was not a product issue, but rather the stent not entering the guideliner coaxially. Patient status post procedure is alive with no injury.

Manufacturer narrative:
Image evaluation summary: photo 1; images shows a stent and a portion of the hypotube and strain relief. Deformation is evident to the most distal stent struts. Photo 2; image shows deformation to the distal stent wraps with struts appearing bunched. Photo 3; images shows deformation to the distal stent wraps with struts appearing bunched. Device evaluation summary: the guidewire was not present and did not return for analysis. Numerous kinks were evident on the hypotube from 43.5cm to 128.5cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. The stent appears to have moved proximally over the proximal marker band. Deformation was evident to the 1st, 2nd and 3rd distal stent wraps with struts bunched. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.